Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed for patient death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was steering down to the valve when resistance was noted and the clip was not steering down to the valve when m knob was applied. During troubleshooting a pericardial effusion was noted and the procedure was aborted due to the patients blood pressure dropping. Attempts at treatment and surgical intervention were unsuccessful. During surgery it was noted a rupture occurred in the left atrium (la). The patient died the same day due to complications. Per the physician, the mitraclip contributed to the patient death. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported sleeve steering issues and difficult positioning appear to be due to a combination of procedural conditions and user technique. It should be noted that the mitraclip g4 system instructions for use states ¿warning: do not continue to rotate or manipulate any of the knobs if significant resistance is noted; device damage may occur and result in cardiac injury.¿ in this case, resistance was noted, and the clip did not steer down to the valve as expected when the m knob was applied. Per the physician, the resistance was from the clip contacting the tissue, and this contact resulted in the effusion. The reported improper or incorrect procedure or method is due to the user manipulating the m knob when resistance was noted. The reported atrial perforation appears to be a cascading event of the sleeve steering issues. The reported pericardial effusion, hypotension, and death appear to be cascading events of the tissue damage. Additionally, tissue damage (cardiac perforation), pericardial effusion, hypotension, and death are listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling. H6: health effect - clinical code 4559 removed.